Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 285 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify alarm in the alarm history due to motor error alarm during rewind. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.